Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and performed to specification. The device was recertified and returned to the customer. Review of the clinical file shows that the device worked as designed and configured and within the limitations of the technology available. The eighth, ninth, and eleventh analyses did meet the criteria for a shockable event due to the waveforms. The customer also indicated that a second unit was connected to the patient. The customer was advised that it is not recommended to connect multiple medical devices to a patient at the same time as there can be electrical interference between the devices. Analysis of reports of this type has not identified an increase in trend.